Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found cracks in the force sensor flex which contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced while running a loaded set. Downstream occlusion alarms were verified through a review of the event history log and found to be caused by cracks in the force sensor flex. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant downstream occlusion alarms in biomed services. There was no patient involvement. No additional information is available.